Manufacturer narrative:
H.10: the device returned to the manufacturer's site fro repair and the reported issue could be confirmed during functional tests. The rotor and the spindle of the motor subassembly were replaced in order to fix the reported condition. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported event is a faulty clamp motor. The device is 18 years old and motor was never replaced thus a contribution of wear is also possible.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the scp lectrical remote-controlled clamp 500mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a scp erc tubing clamp / 500mm was making a loud noise and then got stuck. It is unknown when the issue was identified. Reportedly, no error code appeared. There was no report of patient injury.